Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise oversensing leading to automatic mode switch episodes. The patient was brought into clinic and programming changes were made. The patient was stable and would continue to be monitored.